Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, bumpy rash under the back therapy electrodes, between his shoulders. The patient reported scratching the area so much that it worsened and bled. During follow-up, the patient indicated that the skin condition was doing the same.